Event description:
An intra-aortic balloon pump was alarming "volume loss" while preparing the balloon pump for a pt. Another intra-aortic balloon pump was used successfully. There were no pt complications involved. The bio-med dept at the user facility evaluated the balloon pump. A leak was identified in the front dome assembly. The dome assembly was replaced. The operating manual outlines the procedure for locating the possible causes for a "volume loss/balloon slow" alarm. Co's routine maintenance schedule addresses this issue in "recharging the safety dome". Co believes the appropriate maintenance of this device could have prevented this event and do not attribute it to the device.